Event description:
On (B)(6) 2022, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2023, on an unknown date, the patient was hospitalized due to a duodenal ulcer. On an unknown date, the patient experienced a fever. After a query attempt, no further information was available on what type of treatment was provided to the patient. On an unknown date, it was reported that the patient is still hospitalized. The patient's condition has improved, the patient's tubing is still in place and duodopa therapy has resumed.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062918. Duodenal ulcer is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.